Event description:
Disposable trocar noted to have cracked when returned to the surgical tech. Plastic piece had broken off in the abdomen but was retrieved by the surgeon. When examined, the plastic tip had broken off the end of the trocar.